Event description:
In 2007, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter read inaccurately low. The patient takes fixed doses of levemir insulin daily, 40 units each am and 32 units each evening. She also takes humalog insulin at mealtimes based on her pre-meal blood glucose readings and based on what she eats. The patient told the medical affairs specialist she had felt ill with nausea, thirst, a dry mouth, and dizziness for 3 days before she called lifescan on the same day. She did not recall the specific results she obtained on the meter prior to the event date; however, she indicated the results were not elevated during the same month. At 6:00am in 2007, the patient obtained a result of 135 mg/dl while feeling the above noted symptoms. She took her am dose of 40 units levemir insulin. She did not take am humalog insulin because her meter reading of 135 mg/dl was not elevated and she did not feel well enough to eat breakfast. At 9:00am, the patient's daughter took her to the ER due to her symptoms. A hospital result of 520 mg/dl was obtained. The patient did not test with the reported meter while in the hospital. The patient was treated with IV fluid and insulin and released to home. She was told that her blood glucose level was too high because she had not taken enough humalog insulin. The customer care advocate (cca) confirmed that the patient followed correct testing technique. The cca also confirmed the above noted 135 mg/dl reading in the meter memory. The meter was replaced. The complaint is reported because the patient alleges she obtained inaccurately low readings on the lfs meter that did not correlate with her symptoms that suggested hyperglycemia. She claims she took less humalog insulin based on the lfs meter readings and later was treated for hyperglycemia with IV fluids and insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.